Event description:
The advocate stated that the customer's glucose was tested using 2 contour meters. The new contour meter read 70 and 138 mg/dl, while the old contour meter read 330 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The lot number provided by the customer was not correct.